Event description:
It was reported a clinical patient developed a very fine pinhole at the aircraft wing connector within two weeks post-catheter placement. As the patient was undergoing treatment in a blood transplant ward and handled the catheter with extreme care without any sharp object puncture. Due to treatment requirements, the catheter had to be removed and replaced with a new one. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a powerpicc catheter were returned for evaluation. An initial visual observation of the photograph showed a powerpicc catheter with a small hole in the catheter tubing. The hole was observed to be located slightly distal to the distal tip of the molded joint. An initial visual observation of the video showed the catheter inserted in the patient and fluid was observed to be emanating from the same location as the hole. There were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause of the hole in catheter. This complaint will be recorded for future trending and monitoring purposes.